Event description:
It was reported that during the procedure, the og cmplx xtrasoft coil 3.5x9 coil (640cx3509/17122420) stretched during the procedure. There was no adverse event reported and the component will be returned for analysis.

Manufacturer narrative:
Product was received for analysis.

Manufacturer narrative:
It was reported that during the procedure, the og cmplx xtrasoft coil 3.5x9 coil (640cx3509/17122420) stretched during the procedure. There was no adverse event reported and the component will be returned for analysis. A non-sterile orbit galaxy cmplx xtrasoft coil 3.5x9 was received coiled inside of a plastic bag. The hypo-tube was inspected and no damages were noted on it. The introducer was found unzipped and residues of dry blood and dry saline solution can be observed inside of it. The support coil and gripper were found outside of the introducer while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the embolic col was found stretched/kinked and the suture of it was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition and the broken condition of the suture were apparently caused by applying excessive force on the device but it could not be conclusively determined. However, this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.